Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Not available

Event description:
Procedure: patient underwent index surgery outside of cors scope. On (B)(6) 2017 the patient underwent a revision (revision) for pji.